Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings:there were pump reboots observed in the black box history on 01/30/2015. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten and had damaged threads. The battery cap was able to be removed and measured within specifications. Unrelated to the original complaint, the battery compartment was cracked with evidence of moisture contamination inside and on the underside of the battery cap. The leak test confirmed the battery compartment leak. The pump case was removed and there was no evidence of additional moisture or loose components inside the pump.